Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she has been experiencing high blood glucose between 400 to 500 mg/dl. Customer stated, she treated with the device and after still feeling bad she used the insulin pen. Customer stated she had been using the infusion set for seven days. Customer declined further troubleshooting. The device is not returning the device for analysis.